Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were unknown. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains hospitalized. Additional information is not available.

Manufacturer narrative:
On an unspecified date in the same month as the onset, the patient was treated with ceftazidime and cefazolin (further details not provided) for peritonitis. In the same month, the patient recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.